Event description:
Patient with a long segment of barrett's dysplasia (10 cm) and a severe paraesophageal hernia. Patient underwent surgical paraesophageal hernia repair and a fundoplication, followed in the same procedure by balloon-based rfa to the barrett's segment. No acute complications were noted. No tear in the esophagus seen after endoscopic or surgical procedure. Contrast study after surgery showed no leak. On month later, patient reported feeling like food was catching during swallowing. Endoscopy showed a proximal stricture and a small tear in the esophagus, estimated by the surgeon as being in the location of the proximal surgical dissection and the proximal extent of rfa. This was a contained leak that has walled off, causing no serious adverse effect, such as infection. After 2 weeks of npo (enteral feeding tube), repeat endoscopy showed closure of the wound. Patient now eating regularly with no further issues. According to the physician, the mechanism of this event is unknown, but may be related to one or more of the following: surgical dissection and esophageal muscle disruption, endoscopic manipulation and dilation, thermal therapy, and/or vomiting (esophageal pressurization).